Manufacturer narrative:
(B)(4). Other reportable event: this is being reported as the customer is inquiring about their pads after a use event. Pt outcome is unknown.

Event description:
AED was deployed, and the user had a concern about the color of the pads gel after deployment.